Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation for the subject device, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe and the grasping section was partially missing. This is the report regarding the breakage of the probe and the missing coating of the probe and the grasping section. The proximal side of the grasping section had a mark contacted with the probe. The tissue pad of the subject device was worn. The probe was broken off at 16 mm from the distal end. There was scratch around the broken point. The fracture surface of the probe showed that crack developed. The coating for electric insulation of the probe was partially missing. The coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp instrument. The above device handling has warned in the instruction manual as follows; *during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. *if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a total laparoscopic hysterectomy, the subject device was used. Probe damage error (u504) occurred. The probe of the subject device was broken off when the user cleaned the subject device outside the patient. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.